Event description:
Device interrogation at office visit revealed that the device was set to different parameters than what it was last programmed to. Pt's device was programmed to 2.0ma normal mode output current at previous office visit approximatley two months prior. Device interrogation at follow-up visit two months later revealed that the normal mode output current was set to 0ma, resulting in a loss of therapy to the pt. Normal mode output current setting was reprogrammed to 1.75ma, which the pt tolerated well. Initial reporter indicated that she does not reinterrogate vns pt's devices as the last step of programming sessions. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. User error during previous programming session appears to be the cause of the inadvertent change in device settings.